Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a tug test at implant, the lead pulled out of the header and the terminal pin detached. A new lead was placed.